Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens, (iol) was explanted due to a refractive error. A smaller diopter lens, a 22.0 diopter, of the same lens model was implanted. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification showed the lens was observed cut in two portions. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal or explant process¿. Due to the condition of the lens returned the reported issue of ¿unexpected postop refraction¿ could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. During the manufacturing process the lens was measured for diopter power, resolution, and contrast, results for this lens was within specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.